Event description:
It was reported that the two left ventricular lead packages were opened, but not implanted due to the patient's anatomy. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on all conductors (not obstructed). (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on distal conductor (not obstructed).